Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had pacemaker syndrome from vvi 65 pacing. It was also reported that the device longevity estimate was estimated at 16 months, but the device only lasted two months before it went to elective replaced indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.